Event description:
It was reported that when the customer was programming a insulin infusion for channel a the device shut down unexpectedly. Channel b was infusing levophed at the time of the shutdown. Follow the event the pump was removed from service. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when the customer was programming a insulin infusion for channel a the device shut down unexpectedly. Channel b was infusing levophed at the time of the shutdown. Follow the event the pump was removed from service. There was patient involvement but no harm.

Manufacturer narrative:
Correction: concomitant med prod data (2) . Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for evaluation?, returned to manufacturer on, device returned to manufacturer?, device evaluated by manufacturer?, if other specify, imdrf annex a, b, c and g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.